Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low sensor reading compared to a reading obtained on another adc meter. The customer felt unwell and indicated experiencing seizure and loss of consciousness. A blood glucose result of 27.1 mmol/l was obtained from an hcp meter and the customer was diagnosed with hyperglycemia. The customer was reportedly kept for monitoring for three days. There was no report of death or permanent injury associated with this event. A sensor reading of 2.2 mmol/l and 2.1 mmol/l were compared against reading of 27 mmol/l on adc meter and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained an unspecified low sensor reading compared to a reading obtained on another adc meter. The customer felt unwell and indicated experiencing seizure and loss of consciousness. A blood glucose result of 27.1 mmol/l was obtained from an hcp meter and the customer was diagnosed with hyperglycemia. The customer was reportedly kept for monitoring for three days. There was no report of death or permanent injury associated with this event. A sensor reading of 2.2 mmol/l and 2.1 mmol/l were compared against reading of 27 mmol/l on adc meter and the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.